Event description:
While having a heart catheterization, - which was totally unnecessary, the power injector forced the dye into the arteries at twice the amount it should have, thereby causing a dissection of two of their coronary arteries, requiring double bypass surgery to correct the problem.